Event description:
It was reported that during a gynecological procedure, multiple sutures were found to be defective, with needles breaking at the point where the needle meets the thread and detaching from the suture while suturing. The needles did not fall into the patient cavity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot #a4k1878y) cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot #a4k1878y) cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot #a4k1878y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.